Event description:
It was reported that a patient presented to the emergency room with complaints of chest pain. Upon review, the right ventricular lead was found to be dislodged. All electrical measurements were in range. The lead was explanted and replaced on (B)(6) 2017. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.